Event description:
The wound, ostomy and continence nurse (wocn) reports the device was placed into the pt on (B)(6) 2015 for diarrhea and stool incontinence and an anal pressure ulcer was found. The wocn further reports the 'superficial open area is at the 6 o'clock area of the anal opening behind scrotum and measures 0.7 cm by 0.3 cm almost appears as a cut'. Finally, the wocn reports the device is still in place and advised staff nurses to use sensi-care protective barrier cream to the area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Should add'l info become available, a f/u report will be submitted.